Manufacturer narrative:
Inspection of the returned device showed significant wear in addition to the cracked camera lens. The plastic handle showed signs of delamination as well as the area close to the 4-pin connector for the video cable. Humidity was trapped in the lens causing the blurry image reported by the customer. The device has been in use for approx 4.3 years. On 05/10/2013 safety alert notice c/r 3022472-5-07-2013-0001-c was also issued to all customers to provide additional safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.

Event description:
(B)(4).